Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer shorting out entire station due to a damaged controller card. A field service engineer replaced all controller cards in drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es auxiliary system unexpectedly stopped responding and has a black screen issue, prevented the user from accessing medication. No patients were affected. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding and has a black screen issue, prevented the user from accessing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer shorting out entire station due to a damaged controller card. A field service engineer replaced all controller cards in drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.